Event description:
It was reported that the subject device had a pump head that runs weakly. The issue occurred during preparation for use for a diagnostic general colonoscopy procedure that was completed using the same set of equipment. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Based on the results of the investigation, it is likely that a component failure of pump head led to the malfunction. A definitive root cause of pump head failure could not be identified. The most likely cause is that the performance of a consumable deteriorated as the number of usages increased. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a pump head that runs weakly. The issue occurred during preparation for use for a diagnostic general colonoscopy procedure that was completed using the same set of equipment. There were no reports of patient injury or harm associated with this event.